Event description:
A medtronic representative reported a navigation system displaying intermittent connection to the staff and the surgeon monitors. Re-booting the system did not restore communication to the monitors. Both monitor screens displayed "no signal" messages. In trouble-shooting it was determined to be a video splitter issue, the computer power cable was re-seated to the ups, resolving the issue temporarily. After a short period of time, the issue reoccurred; the representative reported hearing the computer power up and down and confirmed the system was plugged into a good power outlet. It was then determined to be a computer issue due to intermittent connection. There was no patient present when this issue was identified.

Manufacturer narrative:
On (B)(4) 2013, new information was received which clarified the reported event as unlikely to cause serious harm. If this information was available during the initial review the reported event would not have been considered a reportable malfunction. There was no patient injury, and although a malfunction was alleged, it would be unlikely to result in patient harm because this type of issue occurred during a pre-navigated step, and would preclude therapeutic use.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site 11/07/2013. Medtronic investigation of returned suspect computer finds the first boot was successful. All cards fully seated. Unable to recreate reported issue. Re-seated all cards, multiple re-boots and power cycles. No hdd errors reported. No fault found. Fully functional. This device did not cause the reported event. A medtronic representative, following-up at the site, reported that the computer replacement resolved the issue. No further issues have been reported.

Event description:
On (B)(4) 2013 a medtronic representative reported that the behavior did not occur during surgical use of the system. Had it occurred, neither registration nor navigation would not have been possible.